Manufacturer narrative:
Device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two trial leads with the same lot number. It was reported the physician determined there was an infection at the lead site. The leads were explanted, and the patient was placed on oral antibiotics for 10 days.